Event description:
It was reported that prior to starting a da vinci si low anterior resection a permanent cautery hook instrument pole was bent for cautery connection. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported failure mode. The banana plug was bent to one side. A monopolar cord could still be installed, but would not seat flush against the chassis. Electrical continuity test passed. Additional observation not reported was the distal end of the main tube has various scratch marks with light material removal. The scratches were .105 - .165 in length and not aligned with the tube axis. Engineering concluded the damage to the banana plug and tube damage may have been caused by mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the tube abrasions with material removal , found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.